Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient normally turns on in the morning but has not been doing it because she can't get it on sometimes. No symptoms were reported regarding this event. No further complications were reported or anticipated with this event.